Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the endoscopic image of subject device was not displayed. Olympus service operation repair center was confirmed that the cable section of the subject device was flooded. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based upon the information from the olympus service operation repair center (sorc), there was the possibility that this phenomenon was attributed to the failure of the electrical circuit due to the ingress of water into the camera head. Also the ingress of water might be attributed to the deformation or damage of the camera head due to the applying the impact such as drop or bump. If additional information becomes available, this report will be supplemented.